Manufacturer narrative:
The call ended before the customer's product information could be obtained. It's not possible to determine the manufacture date or 510k number without the meter information.

Event description:
The customer tested her blood glucose using her contour meter and received a reading of 387 mg/dl. She retested using another meter and received a reading of 111 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot and insisted her meter be replaced before ending the call. Customer service attempted to call the customer back, but she did not answer. No product will be returned.